Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that calibrations were entered during periods when cgm values were not present. No additional event or patient information is available. Labeling indicates: in real-time mode, make sure either a sensor glucose reading or a calibration needed symbol shows at the top of the trend graph in the status area before calibrating. In blinded mode, make sure either "- - -" or a calibration needed symbol shows at the top of the trend graph in the status area before calibrating. And: · do not calibrate if the out of range symbol shows in the status area. · do not calibrate if the glucose reading error symbol shows in the status area.